Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The unit was triaged and the reported issue was confirmed. After review, it was determined that the flex cable was damaged due to misuse. Also, the software needed to be reinstalled. The flex cable was replaced. The software was reinstalled. The gasket and tire were also replaced due to opening the unit. The pump was tested and the problem was resolved. The pump is working as intended. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the kangaroo joey enteral feeding pump overfilled by 10+ml. There was no patient harm reported.